Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that patient experienced loss or change of therapy and not feeling stimulation while therapy was on. The patient confirmed that green light was blinking. The patient reported not feeling stimulation in the correct area. The patient went up to 10 and is feeling no stimulation sensation. The patient reported symptom of fecal incontinence. The patient also thought that a wire may have come loose because she was showering and noticed a wire that she had not noticed before hanging down near her "butt crack". The patient was scheduled for appointment of thursday. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. The patient medical diagnoses were noted as: fecal incontinence gastrointestinal/ pelvic floor.